Event description:
The service report shows that the low pressure alarm failed to activate within specifications. The nellcor puritan-bennett customer service technician inspected the device and adjusted the low pressure alarm control circuit. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.